Event description:
On (B)(6) 2014, the pt underwent pipeline embolization treatment involving two pipelines. The pt's anatomy was minor in tortuosity. During the procedure, it was reported that both pipelines (5mm x 16mm; 5mm x 12mm) successfully detached from the capture coil; however, they would not completely open despite pushing and wagging the pushwire from the inner curve to the outer curve multiple times. The pipelines did not appear twisted in either of the biplane views. Both pipelines were removed from the pt by trapping the pipeline braid between the capture coil and catheter. No pt injury was reported as a result of the procedure. Same event as MDR# 2029214-2014-00499.

Manufacturer narrative:
The pipeline was returned for eval without the pushwire as it was discarded. The eval could not determine the cause of the event as the pipeline was found to be opened; however, the braid was found damaged and may have contributed to the reported event. All devices are 100% inspected for damages and irregularities during manufacture. (B)(4).